Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, other/defective. No output - electrical during bench test. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, other/defective. No output - electrical during bench test. Dealer states that he is getting a 3 flash on the joystick. He states that the chair is spinning in circles.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that he is getting a 3 flash on the joystick. He states that the chair is spinning in circles.